Event description:
Philips received a complaint on dfm100 indicates that device failed therapy delivery test. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer without philips service. The customer confirmed that the external paddle was broken and will need replacement. The customer has judged that external paddle was broken however declined the repair service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.